Event description:
First procedure was at 8:00 a.m. Right hemi-colectomy due to adeno-carcinoma. Rectal bleeding post-op required re-admittance to the o.r. At 1:55 p.m. Inspection of outside of ileo-colotic anastomosis revealed no bleeding. Anatomosis was dismembered and a hand anatomsis was performed. The colotomy was also re-done by hand sutures with 3/0 sutures. Pt was then discharged on 7/26/96.